Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. (B)(4).

Event description:
It was reported that the patient received a biolox delta head, 12/14, 36 x 0 on the left side on (B)(6) 2010 and underwent revision surgery on (B)(6) 2013. It was reported that "the patient came in with a dislocated hip. Revision scheduled for a head/liner exchanged and during revision, it was observed that the liner had become completely disengaged from the cup. Cup was well seated and a head and liner exchange along with the kinectiv neck."